Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-jan-2025. Investigation summary: bd received one photo and ten samples for investigation. The customer photo displays the device packaging but fails to show the reported defect. Out of the ten returned samples that underwent functional tests, one sample failed due to sleeve leakage caused by poor sleeve recovery. Furthermore, 30 retained samples also underwent functional tests, all of which passed with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. These 30 retained samples additionally passed further functional tests, confirming proper activation with no defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using four (4) bd vacutainer® push button blood collection set, blood leaked into the vacutainer holder and onto clothing. The samples were recollected. There was no further health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using four (4) bd vacutainer® push button blood collection set, blood leaked into the vacutainer holder and onto clothing. The samples were recollected. There was no further health impact or consequence reported.